Manufacturer narrative:
Upon follow up it was reported the patient was not hospitalized for the peritonitis event. Fifteen days after starting treatment with reflin and ceftazidime both medications were discontinued. The same day the patient was recovered from the peritonitis event and the fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event and hospitalization status were unknown. On the same day as onset, the patient began treatment with injection of reflin (1 gram, once a day intraperitoneally) and injection of ceftazidime (1 gram, once a day and intraperitoneally) for peritonitis. It was unknown if the patient recovered from the event and treatment was ongoing. Dianeal and extraneal therapies were ongoing. Additional information is not available.